Manufacturer narrative:
Additional information: h3 device evaluation: lens was returned in vial, in liquid. Visual inspection found haptic torn. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl 12.6, -13.0 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was removed and replaced for a longer length lens during initial surgery due to low vault with rotation. This resolved the problem. Cause of the event is reported as sizing issue.